Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn was using a 10ml luer lock syringe to draw blood from a PICC line of an hiv+ patient. At disconnect of the syringe, filled with blood to waste, the register nurse heard a "clicking" sound from the maxplus connector and then blood splattered onto the rn's glove and sleeve of gown. The register nurse proceeded to draw blood and flushed the PICC line and at disconnect of the syringe another "clicking" sound was heard and the register nurse noted a pinkish splatter mark on the patient's bed linen which appeared to be saline with blood. The register nurse states that the maxplus connector did not fully close which caused the fluid to splatter. The PICC line was not clamped both times at the time of disconnection. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a maxplus connector making a noise upon disconnection of a syringe and causing fluid to spatter was not confirmed. Visual inspection showed no damage or abnormalities with the connector. Functional testing was performed; the gland did not become stuck in the depressed position, no clicking sound was made when returning to its original position, and there was no fluid leak. The root cause was not determined.